Manufacturer narrative:
Pocket stimulation should have been mentioned in initial report.

Event description:
New information noted patient experienced pocket stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change-out, intermittent capture was observed after connecting to the lead. The patient did not feel as a result and lost consciousness. Programming changes were made. The lead was capped and replaced (B)(6) 2020. The patient maintained a stable heart rate and felt fine afterwards.